Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Since a patient customer account was not identified, a manufacturing review was performed on the lots of products shipped to the reporting clinic for the three (3) month time frame prior to the approximate event occurrence date. This search yielded no results, and therefore, device history and manufacturing records could not be reviewed. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.